Manufacturer narrative:
(B)(4). The device is expected for analysis but has not been received.

Event description:
It was reported that one week post-implant, this lead was found to be dislodged. During the revision procedure, the lead was repositioned but then the helix was difficult to extend and retract. After several tries, the lead was removed and a non-boston scientific lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.